Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 800 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer stated that she had an infection that may have contributed to her elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.